Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was reproduced during evaluation. A review of the event history log identified system error 345 messages. The cause was determined to be an out of specification downstream thermistor. The downstream sensor was replaced to correct this condition. A service history review revealed the device was previously serviced for the same reported issue of system error 345. Previous servicing determined causality to be the upstream thermistor out of specification and the upstream sensor was replaced. All required service actions were completed during the previous service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.